Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon opening out of the package, the suture was coiled and tough to straighten. When knotting, it would break and the surgeon had to re-stitch and re-tie it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during oral surgery, the surgeon had to remove and retie suture after breakage. Some times it did not dissolve as it should. More than 1 defective device were involved and used on multiple patients. No patient injury. Followed up for further information regarding how many patients were involved and how many devices had issues.